Event description:
It was reported that during removal of the epidural catheter, approximately 6" of the distal portion separated and was retained in the pt. A surgical procedure was performed to remove the separated catheter piece. There were no add'l complications reported.